Manufacturer narrative:
D4: device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. A review of the log files contained data spanning approximately 38 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 from 6:48:55 ¿ 6:48:57 and 6:48:58 ¿ 6:49:01, low power hazard and power cable disconnect alarms activated due to losses of ac power while connected to the mobile power unit (mpu). The losses of power did not last long enough for no external power alarms to activate; however, the backup battery was able to power the system without issue in both events. Pump operation was not affected. The heartmate mobile power unit (s/n: unknown) was not returned for analysis and remains in use. Per the provided information, the mpu has a v-lock connector, the ac power cord did not come loose, it was unknown if any environmental circumstances affected ac power, and the patient did not purposely disconnect from power. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-05457. It was reported that the patient had a no external power alarm on (B)(6) 2023 while on the moblie power unit (mpu). A review of the log file revealed a loss of external power while on the mpu on (B)(6)2023. The low voltage hazard events seen are the result of slow discharge of the mpu capacitors when they suddenly lose power. The controller does switch appropriately to the ebb when external power is lost. These events appear to resolve once external power was completely restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.